Manufacturer narrative:
Additional MDR's associated with this event: MDR 302514-2016-00104: plate; MDR 302514-2016-00105: screw 1; MDR 302514-2016-00106: screw 2; MDR 302514-2016-00107: screw 3; MDR 302514-2016-00108: screw 4; MDR 302514-2016-00109: screw 5; MDR 302514-2016-00110: screw 6; MDR 302514-2016-00111: screw 7; MDR 302514-2016-00113: screw 9 and MDR 302514-2016-00114: screw 10.

Event description:
An aculoc 2 volar distal radius plate was being implanted. When the third locking screw was inserted into the hole proximal to the compression slot of the plate, a secondary fracture was created. Plate and screws remain implanted.